Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the stent graft delivery system and its components were successfully implanted and the initial outcome was fine. It was reported that the pt had a blood clot that occluded the femoral artery. The dr elected to place a stent graft in the femoral artery; however the pt became paralyzed from the waist down. It was reported that the stent graft appeared to be correctly placed with no issue. It was reported that the pt went into renal failure and subsequently expired on an unk date. No further info has been obtained.